Event description:
It was reported that an atw35 was used during an esophagus procedure. It was reported by the affiliate that the staples would not deliver-non functional. There was no consequence to the patient.